Event description:
Patient's IV pump was programmed to run at 80cc/hr, and pump indicated that it was infusing at that rate. The roller clamp below the pump was clamped and the roller clamp between the IV bag and the pump was also clamped. No drips were falling in the drip chamber. The pump did not alarm and patient's nurse stated pump had not been alarming and pump had indicated that it was running normally. The clamps had been closed between 5 and 15 minutes and the pump should have alarmed.